Event description:
A purchasing manager reported that, during intraocular lens (iol) implant procedure, the lens broke into two pieces inside patient's eye. The broken pieces had to be fished out and replaced with another lens by the surgeon during the same procedure. There was a patient contact involved. Additional information was requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).